Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Indication for use in the tricuspid valve. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and clip angulation. It was reported that this was a mitraclip procedure to treat degenerative tricuspid regurgitation (tr) with a grade of 5. Two clips were implanted on the anterior septal and the tr reduced to 1. The third clip was placed on the anterior posterior leaflets. During deployment, tension was noted and the anterior leaflet was angled when the actuator knob was manipulated. There was angulation between the clip and the mandrel and the clip appeared wedged. The actuator knob was turned 8 times, and the clip deployed successfully. After deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). No further treatment was performed and the patient was doing well with a final tr of 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
Subsequent to the initially filed medwatch, additional information received noted the patient was brought back for a second procedure as the tr had increased to 4. The clip with the slda had detached and embolized into the right ventricle where it was endothelialized in the tissue. Two additional clips were placed, reducing the tr to 1. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction/additional information: adverse event, outcomes attributed to adverse event, serious injury, (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) and complete clip detachment (ccd) in this incident could not be determined. It should be noted the mitraclip instructions for use states under the indication for use section that the mitraclip nt clip delivery system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. The reported use of the mitraclip device on the tricuspid valve is considered an off-label use of the device. Additionally, the reported device operating differently than expected appears to be related to the usage of mitraclip at an unintended location as the device is not designed and intended to repair tricuspid valve. The recurrent tricuspid regurgitation (tr) appears to be due to the slda of the implanted clip. The embolization and device embedded in vessel/plaque was due to the ccd. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.